Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed and multiple minimum fill notifications were received. Reportedly, the cartridge had been fill with approximately 300 units of insulin. Customer's blood glucose level was 161 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.